Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since starting pump therapy, due to "sneaking snacks" and not delivering a bolus for them, the customer's blood glucose (bg) had elevated (400s mg/dl) and the ketone level was moderate. A healthcare provider described the ketone level as being dangerous. Insulin injections were administered. Tandem technical support advised the contact to discuss the events with a healthcare provider.